Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported while changing the infusion set, she noticed a strong smell of insulin and her reservoir compartment had moisture in the chamber that was slowly leaking out after turning it upside down. No further information was provided.